Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 130 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer stated that the inuslin pump continued to show low predicted alerts when her blood glucose reading was fine. She shut off the sensor feature as a result. She observed that the sensor cannula was bent upon removal. She reported that when the issue occurred overnight, she would wake up with blood glucose readings as high as over 300 mg/dl. Nothing further reported.